Event description:
It was reported that the patient could not interrogate the implantable neurostimulator (ins). The patient was seen by the physician last week and they could not communicate with the device. The health care professional was able to get 2 coupling bars and stated that the ins battery and the recharger battery were both at 75%. It was determined that the ins was too deep. The revision was done on the day of report and the ins was moved to a new more shallow location. No symptoms were reported and no outcome was provided with this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).